Event description:
Zimmer blade malfunction. Blade leaves a 1/2-inch area that does not take skin creating skin to be taken in two pieces. More skin needed to be taken. Caused additional healing time. Issues or complaints received by multiple surgeons.